Event description:
A surgical technician reported the system was not maintaining the pressure which resulted in an eye collapse. Additional information was received from the operating room technician indicating the reported event happened approximately 40 minutes into a posterior vitrectomy procedure. The customer reported the iop compensation pressure did not appear to match the patient's actual pressure. The case was completed with no patient harm or injury. However, the customer did state that the surgeon had to pause intermittently, during the remainder of the case, to ensure the proper eye pressure was sustained.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module is being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).